Event description:
Caller reported alarms, including alarm 2 followed by alarm 26, indicating a recurring occlusion issue. Blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin.